Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered from generalized illness symptoms, bilateral capsular contracture. The patient experienced several issues, breast implant illness, toxic shock, lower back pain, chest issues, chronic fatigue, night sweats, skin rashes aches, aches and pains in joints, dry skin, gain weight, slow healing, easy bruising, muscle twitches tingly and numbness of hands, burning sensation around chest wall, frequent urination, pigmentation coloring on skin, premature aging, vision has gotten worse, digestive issues, difficulty swallowing, migraines, depression, ringing in the ear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.